Event description:
It was reported that the user ran out of insulin for approximately two hours while out with friends, subsequently reconnected to the pump, performed a supply change, and measured a fingerstick blood glucose of 562 mg/dl; per healthcare provider guidance, the user administered 10 units of subcutaneous insulin by pen and was advised to monitor and check ketones, with no report of device shutdown or alarms. The user reported administering 10 units of subcutaneous insulin (pen) prior to the call. Symptoms included hyperglycemia and polyuria. Outcomes included no hospitalization and self-monitoring at home. Investigation included a complaint assessment and user-reported troubleshooting and education. Investigation of this case revealed user-related interruption of insulin delivery due to being out of drug, with recovery after resupply and correction, and no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user management of insulin supplies and missed insulin leading to hyperglycemia.